Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of event was not reported. The day after the receipt of this report, the patient is expected to be hospitalized. Treatment details were not reported. During hospitalization, the plan is for the patient to have their pd catheter removed (future dialysis therapy arrangements were not reported). The patient's recovery status and outcome of the event were unknown. No additional information is available.